Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys t3 results from one patient from the cobas e 801 analytical unit. 2. Patient age range: 52 year. 3. Patient weight range: asku. 4. Patient sex breakdown: female. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation found ruthenium interference in the patient sample. This interference is documented in product labeling for the assay. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. 2. Summary of follow up/corrective actions taken: sample material from the patient was submitted for investigation.